Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt stimulation in their armpit and not in their neck where they normally hurt. The rep indicated that reprogramming was attempted and surgical intervention occurred on (B)(6) to revise the lead. It was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause was no determined. The rep reported that the issue wasn't resolved at this time and the new stimulator (ins) had not been turned on. The rep reported that the surgical paddle remained in place. The previous ins was removed and replaced with a new battery. No further complications were reported.